Event description:
It was reported that during a pancreatoduodenectomy procedure, a part of the staple line had malformed staples; they were an open shape. Another like device was used to complete the procedure. There was no patient consequence.